Manufacturer narrative:
A getinge field service engineer (fse) replaced top cover due to physical damage and cracking, replaced fo sensor extension due to physical damage, replaced upper panel due to fo door not closing automatically replaced labels on upper panel, found temp sensor on motor is not communicating during testing, and pressure leak test failed during drive manifold testing. Replaced temp sensor and drive manifold. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.. The defective components were received for further investigation. The fat performed a visual inspection and found:pn 0040-00-0457, pn 0012-00-1562, and pn 0997-00-0644 were all damaged. Please see attachments. Fat was able to verify the reported issues of these parts. Pn 0334-00-1811 and pn 0334-00-1813 were in good condition. Pn 0104-00-0031 and pn 0206-00-0734 were also in good condition. The fat installed and tested pn 0104-00-0031 in cardiosave test fixture serial number (B)(6) to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. This part failed the all manifold test which verifies the reported issue of the drive manifold being bad. The fat installed and tested pn 0206-00-0734 in cardiosave test fixture serial number (B)(6) to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. This part was not detected by the cardiosave and failed testing. Fat was able to verify the reported issue of this part. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a broken fiber optic door and a broken fiber optic connector. There was no patient involvement reported.